Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B) (6), 2010, the reporter contacted lifescan (lfs) alleging that the lay user/patient was unable to obtain a blood glucose result when she attempted to test on her onetouch ultramini meter and that the subject meter was displaying an ¿er2¿ message. This complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the product issue began on an unspecified time on (B) (6), 2010. It is not known when the patient had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages her diabetes with a combination of oral medication and insulin injections. The reporter confirmed that the alleged product issue did not cause the patient to change her usual diabetes routine. A week after the alleged meter issue began, the reporter claimed that the patient¿s eyes became blurry. At 9:30 pm on (B) (6), 2010, the reporter claimed that the patient received medical treatment from the emergency medical services (ems). The reporter stated that the patient¿s blood glucose was tested on the ems meter and obtained a result of ¿57 mg/dl.¿ the patient was reportedly treated by the ems with food/drink. No further information was provided after the treatment. During the troubleshooting session, the cca determined that the patient was attempting to test her blood glucose while the reported meter was in the memory mode and that the patient was using an incorrect testing technique. The alleged issue was resolved with patient training. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the reporter claims that the patient was unable to test her blood glucose due to the alleged issues, reportedly developed symptoms suggestive of hypoglycemia, and required medical intervention from an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The nurse stated there were no symptoms reported on the day the increased intra-peritoneal volume (iipv) was found. Per the nurse, home patient (hp) is continuing therapy. No patient injury or medical intervention was indicated at this time. No further information was provided.